Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, high potassium and chest pain. Blood glucose was not provided at the time of the incident. Customer did not state if the auto mode feature was active at the time of the high blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted in error. Please disregard. Please see report number 3004209178-2019-56819 for the correct report.